Manufacturer narrative:
D5: operator of device is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing confirmed the customer's reported issue of the pump's flowrate testing out of specification. Labels were undamaged, and the tamper seal was missing. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation was unable to identify the cause of the reported issue. The explusor will be changed.

Event description:
It was reported that the pump alarmed, ¿flow show low and high." There is no patient involvement and no patient harm/ adverse event reported. Per reporter, this event happened during testing.